Event description:
It was reported that a malfunction occurred on a customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer took no action to address the elevated bg level and called tandem technical support. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.